Event description:
It was reported that the insulin gauge on the customer's pump displayed different values than expected. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge, delivered a 10.2 unit bolus, and confirmed that the issue was resolved as the displayed fill estimate matched the expected value after these actions.